Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0mn9k, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient never had therapeutic effect with either implantable neurostimulator (ins). Both devices had never worked for the patient. The original ins was replaced, but the patient didn't know why. The trial did work for the patient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.